Manufacturer narrative:
Upon investigation and consulting with contact at the account, it was identified that the cot was being loaded into the power load incorrectly. The field service representative provided education for staff on proper device use.

Event description:
It was reported that a bariatric patient was loaded on a cot and while being loaded into the ambulance, the power load dropped the cot and an employee injured their back. Further information regarding the injury was not provided.

Manufacturer narrative:
It was reported that the user attempted to lift the cot before the fastener completed its ascent with a bariatric patient, resulting in the user suffering a back strain that did not require treatment. Corrected the manufacturing date.

Event description:
It was reported that a bariatric patient was loaded on a cot and while being loaded into the ambulance, the power load dropped the cot and an employee received a back strain that did not require treatment.